Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 66 mg/dl at the time of the event. Troubleshooting was performed. The time on the insulin pump was incorrect. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.